Manufacturer narrative:
H3: product analysis: g9010001575 lot# 0687078w visual and optical examination identified that the screw appears to be damaged in several locations from what appears to be overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: gender- male, age- 60 years pre op diagnosis: false joint occurred implant date: (B)(6) 2019, explant date: (B)(6) 2020 (planned) initial surgery details: procedure performed: posterior lumbar interbody fusion (plif) at l5/s in 2011 and posterior lumbar interbody fusion (plif) at l3/4 in 2019 and posterior lumbar fusion (plf) was performed at l4/5 on (B)(6) 2019 it was reported that post op, products backed out and malpositioned. The connector backed out after final tightening. Final tightening of the set screw came off and false joint occurred. The patient had difficulty in both standing and sitting for a long time. The connector of tsrh rp2 had come off at multiple places, but the cause was not mentioned. In the report, four connectors were reported, but it was unclear if they all had come off. A re-operation was performed on (B)(6) 2020.

Manufacturer narrative:
D4: product model number was corrected and lot number was updated. H6: codes updated h3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: gender- male, age- 60 years pre op diagnosis: false joint occurred implant date: (B)(6)2019 explant date: (B)(6)2020 initial surgery details: procedure performed: posterior lumbar interbody fusion (plif) at l5/s in 2011 and posterior lumbar interbody fusion (plif) at l3/4 in 2019 and posterior lumbar fusion (plf) was performed at l4/5 on (B)(6)2019 it was reported that post op, products backed out and malpositioned. The connector backed out after final tightening. Final tightening of the set screw came off and false joint occurred. The patient had difficulty in both standing and sitting for a long time. It had come off the rod at several places. It was difficult for the patient to stand and sit for a long time. The connector of tsrh rp2 had come off at multiple places, but the cause was not mentioned. In the report, four connectors were reported, but it was unclear if they all had come off.

Manufacturer narrative:
PMA/510k: this part is not approved for market in the us. However a like device with part# 8293420, 510k# k031967 and upn# 00721902925320 is marketed in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: false joint occurred post op, set screw came off and false joint occurred. The patient had difficulty in both standing and sitting for a long time.